Event description:
The customer reported that the system intermittently displayed an hv generator error message and would shut down uncommanded. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The high voltage supply regulator board was reseated during the service call. The system was tested and found to be working as intended and put back into service.